Event description:
Meter was reading inaccurately high. The reading was 485 mg/dl and repeated was higher. The patient did not have symptoms of high or low blood glucose. A medical professional was contacted for advice, no treatment was reported. The customer care representative performed troubleshooting and twice the control solution was not in range. The event is reported as a product malfunction.